Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product provided at this time. Most likely underlying root cause: mlc-14 - insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has not improved. Customer had a routine scheduled appointment today. Customer says that she ran a control test on the old meter and result was e-2. Customer unable to troubleshoot meter at the moment because she does not have it with her.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling lightheaded and sweaty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of e-2 fasting using true metrix air meter. The test strip lot manufacturer's expiration date is 03/13/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. We ask the customer to seek medical attention; customer said ok and disconnected the call.